Event description:
It was reported that during a lap splenectomy procedure, the jaws would lock on the vessel with each device after firing. The devices were all jammed and removed manually. Due to the patient's physiology and the procedure type, the surgeon converted to an open procedure and used a fourth device to complete the case.

Manufacturer narrative:
Date sent: 12/9/2008. Information anticipated, but unavailable at this time.